Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that ""about 1:45 in the morning, every morning it turns out, I start getting heavy pulses in the right illiac part of my chest. It started about 6 weeks ago." The patient also reported that they started getting real heavy pulses for about six minutes, weeks ago, and that it abruptly starts and abruptly stops. The patients physician noted that the implantable pulse generator (ipg) exhibited sensor issues. The ipg was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.